Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a patient with 2+ diffuse lamellar keratitis in the left eye one day post lasik. The topical steroid dosage was increased and an oral steroid was prescribed. The patient was seen in follow up and the diffuse lamellar keratitis has resolved.